Event description:
It was reported via the implant patient registry that a 23mm device was implanted in the aortic position using a valve-in-valve procedure. The implant duration of the original device at the time of the procedure was approximately fourteen (14) years and five (5) months. The reason for reoperation is unknown and both devices remain implanted. There were no complications reported.

Manufacturer narrative:
The device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.